Event description:
Biopsy of lymph nodes indicate the presence of something suggestive of silicone, multiple surgeries to remove multinucleated central giant cell granuloma tumors of mandible/jaw bone/palate, severe joint pain, especially in hips/wrists (diagnosed as synovitis rheumatoid arthritis and carpal tunnel syndrome), cessation of menstruation (3+ yrs), continuous swollen lymph nodes, lethargic/easily fatigued, anemia, elevated prolactin, ana positive, abdominal pain/vomiting/chills/diarrhea, change in face pigmentation, loss of sex drive, loss of hair/male pattern baldness and daily headaches.